Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. The analyst noted the lead passed through the entire length of the test sample introducer with no anomalies or resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the low voltage lead was extended on removal from packaging. It was also reported that the physician experienced positioning / placement difficulty as the lead was "hard to introduce to the vein" and the helix would not extend. The lead was not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.